Manufacturer narrative:
Report of patient experiencing atrial fibrillation post implant of an edwards aortic valve. Atrial fibrillation (af) is a common arrhythmia in patients undergoing valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. It is often transient and does not require intervention. In some cases, it can adversely affect cardiac output and will require intervention, particularly in patients with limited cardiac reserve. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease. In this case, the patient was treated with medication and cardioversion. The edwards device remains implanted with no reported malfunction or quality deficiency that may have caused or contributed to this event. No further action required at this time.

Event description:
It was reported via clinical trial that a (B)(6) male patient developed new post-op atrial fibrillation/atrial flutter after implant of an edwards aortic bioprosthetic valve. Event states, " rapid ventricular response in this setting - was cardioverted during tee on (B)(6) 2013. Since cardioversion - patient had remained in sinus rhythm on oral amiodarone and beta blockade." The subject device remains implanted with no reported malfunction.